Event description:
Pt was in operating room. The electro surgical unit was on and showed. Return electrode fault. Return electro pad was loose. Removed old pad to apply new one. No mark on pt's skin noted at this time. After surgery was done, pad was removed and a 2" x 3" irregular dark red mark was noted on skin under pad around left thigh.